Event description:
It was reported that the ventricular capture management (vcm) was not working well. While on the telephone with tech services, caller tested vcm in office, two tests unable to run. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.